Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was evaluated and ordered for replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system had stator not on errors which would lock up the system. Fse determined the cause of the problem to be a faulty stator cable (in the hv cable bundle). The c-arm system has a high voltage (hv) cable carrying many signals and power from the c-arm mainframe to the articulating c structure. Many different error messages can result from disconnects to communication and sensor lines, including stator not on errors. Fse replaced the faulty hv cable to resolve the issue. Based on the age of this system (manufactured in 1999), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.